Event description:
It was reported that during thyroidectomy procedure, when the doctor used the probe to detect nerve, the nim doesn't show the waveform. So, the doctor used patient simulator to check nim system and it could function normally, but not sure the problem was probe or endotracheal tube. The stim return show 3 ma. The procedure was completed with backup product. There was no patient impact associated with the event.

Manufacturer narrative:
H3: product analysis of the device found that visually, there was no damage in the construction of the device. Electrically, resistance of the entire assembly shall be less than 0.3 ohms and the actual measurement was 0.3 ohms which was in specification. The probe tip fit securely into the handle. Functionally, the probe was connected to a nim system using a 1.0ma stimulating current and a 100¿v threshold and, while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200 v. There was no intermittent behavior while manipulating the tip, connector, or the wire. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.